Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/23/2019. The manufacturer¿s international service technician replaced the power cord to address the reported problem. The power cord was returned to the failure investigation lab for further evaluation. Results of evaluation are pending completion.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a ventilator with a faulty power cord. There was no patient involvement.

Manufacturer narrative:
Date received from MFR: 20nov2019. The alternating current (ac) power cord was returned to the manufacturer's failure investigation (fi) lab for evaluation. No obvious wear, damage or cuts along main conductor insulation. Cable has wavy braided appearance. The power cord was installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned power cord passed all testing, and no errors were generated. The reported condition could not be verified. No fault was found on this returned component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.